Event description:
It was reported that the patient experienced severe hyperglycemia (>500 mg/dl) due to an infusion set failure, where the plastic cannula detached from the skin, causing insulin to leak externally instead of being delivered. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.